Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the reported complaint. For clarification, the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. A missing crimp was approximately 0.046¿ x 0.032". Fa found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. The root cause of a broken pitch cable is a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. No image or video clip for the reported event was submitted for review. A review of instrument log was performed. The permanent cautery hook instrument (part # 470183-14 / lot# k11220124-0055) was last used on (B)(6) 2022 on system (B)(4). The permanent cautery hook instrument has 5 uses remaining after last use. This complaint is being reported due to the following conclusion: it was alleged the wire pin was dislodged on the permanent cautery hook instrument. Failure analysis found the instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire pin was dislodged on the permanent cautery hook. The procedure was completed with no reported injury. On 16-jun-2022, intuitive surgical, inc. (Isi) followed up with the initial reporter but no further details were available.